Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the parent changed out the pod, gave correction boluses and gave a manual injection. The pod was leaking.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No kinks or bends were observed in the exposed portion of the soft cannula. A leak test was performed and no leak was found. No problems were found with the pod during investigation that would cause a leak during wear. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.